Manufacturer narrative:
Batch reviews performed on 24 october 2017. Lot 156557: (B)(4) items manufactured and released on 10 november 2015. Expiration date: 2020-10-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision femur revision ps size 2 right, code 02.07.2402r, lot. 162493 (k102437) (B)(4) items manufactured and released on 14 june 2016. Expiration date: 2021-06-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision fixed tibial insert sc size 3/17mm, code 02.07.0317scf, lot. 134139 (k103170) (B)(4) items manufactured and released on 06 december 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision femoral wedge distal size 2/4mm, code 02.07.204fdw, lot. 140510 (k102437) (B)(4) items manufactured and released on 07 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot. Gmk-revision offset connector 3 mm, code 02.07.0003, lot. 162576 (k102437) (B)(4) items manufactured and released on 26 july 2016. Expiration date: 2021-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision extension stem - fluted ø 11 l 105, code 02.07.fcl11105, lot. 155888 (k120790) (B)(4) items manufactured and released on 13 january 2016. Expiration date: 2020-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision femoral wedge distal size 2/8mm, code 02.05.02dw, lot. 141936 (k102437) (B)(4) items manufactured and released on 19 may 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision offset connector 5 mm, code 02.07.0005, lot. 162577 (k102437) (B)(4) items manufactured and released on 05 july 2016. Expiration date: 2021-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision extension stem - fluted ø 11 l 65, code 02.07.fcl11065, lot. 162532 (k120790) (B)(4) items manufactured and released on 26 july 2016. Expiration date: 20121-07-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon revised all medacta hardware and implanted a spacer. The surgery was completed successfully.